Event description:
A malfunction with the tandem pump was reported by the caller, marked by a fault code 0x2197, which was not resettable. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support planned to replace the faulty pump, ensuring that the customer would use multiple daily injections (mdi) for insulin delivery in the meantime. The customer received storage mode instructions and was asked to return the defective pump using a pre-paid label within ten days.